Event description:
This supplemental report is being filed to provide additional information that the patient was checked, and the therapy is now programmed back on. The system remains implanted. There were no additional adverse patient effects. It was reported that, post implant, the patient had an inappropriate shock due to oversensing of noise via air bubbles. The shock occurred in the primary sensing vector. The other two vectors had low intrinsic amplitudes. Some x-rays were done which confirmed a good connection. The system was programmed off to allow for the air to dissipate. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that, post implant, the patient had an inappropriate shock due to oversensing of noise via air bubbles. The shock occurred in the primary sensing vector. The other two vectors had low intrinsic amplitudes. Some x-rays were done which confirmed a good connection. The system was programmed off to allow for the air to dissipate. There were no additional adverse patient effects. The system remains implanted.